Manufacturer narrative:
The available information suggests this lead will not be returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. An invasive procedure was performed. The cause of the high pacing thresholds was unable to be determined. The lead was explanted and was not replaced. No additional adverse patient effects were reported.